Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or this boxed device is returned to boston scientific.

Event description:
Boston scientific received information that this field clinical representative contacted boston scientific's technical services. Another field clinical representative had interrogated this device earlier in the week and a red screen was displayed on the programmer. The device was interrogated again and a 'high impedance' error message was displayed. Technical services suspected that this device was taken out-of-storage mode earlier in the week. The technical service's consultant commented that when the device is taken out-of-storage mode, a daily impedance check is performed. Since there was no electrode connected to the device at that time, a high impedance error will be displayed. The field clinical representative was informed that a data upload should be performed for in-house engineering analysis. The technical service's consultant was informed that the device¿s longevity was down to 97%. Boston scientific received information from the field clinical representative. This boxed device currently remains in field stock; however, the field clinical representative may return this boxed device for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A review of device memory found that the boxed device had been taken out of storage mode prior to an implant procedure. Because this boxed device was not opened at the time of the procedure and no lead attached, an impedance fault was detected. Multiple lead impedance detections resulted in excessive beeping tones which drained the device battery. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that this boxed device was received at boston scientific's return product department in late-july 2018.